Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a cut on the unit's door gasket. Water was able to pass through the gasket. It is unknown how the unit sustained the reported damage. The technician replaced the door gasket, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service. Section 1 of the operator manual for the reliance eps states, "to avoid slippery floor conditions, immediately wipe up any spilled liquids or drippage." No additional issues have been reported.

Event description:
The user facility reported their reliance endoscope processing system was leaking water. No report of injury or procedural delay or cancellation.